Manufacturer narrative:
Reference: voluntary medwatch report # mw5160160.

Event description:
Voluntary medwatch received states that the right ventricular (rv) exhibited intermittent under-sensing of a non-sustained ventricular tachycardia (vt). The lead was reportedly remained in service, and no adverse patient effects were reported. No further information was available.